Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿down¿ button was intermittently responsive starting about 2 weeks ago. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings: a visual inspection of the pump confirmed that there was no damage to the keypad cover. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the ok and contrast keypad buttons required additional increased force to respond. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.